Event description:
Technician alleged that the knee up and down are inoperative from the right caregiver controls. The technician found fluid ingress on the knee buttons on the user control module. No patient impact.

Manufacturer narrative:
The technician replaced the user control module to resolve the issue.